Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The failed battery test alarm and weak battery alarm could not be verified due to the blank display. The device was also received with corroded battery cap contact, cracked reservoir tube lip, scratched case and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had not been working for 4 months. He had a training session at the clinic on (B)(6) 2013 and was able to get the insulin pump to start working, but about 4 days later it lost power. The customer reverted to manual injections since then. The customer explained that the device would power on and off without any warning. He mentioned he was having issues with loosening and tightening the battery cap. Blood glucose value was 147 mg/dl. During troubleshooting, he inserted a new battery and received a battery out limit alarm. He stated that the battery cap was loose so he tightened it and the display went blank and then a failed battery test alarm occurred. He found that the battery cap, compartment and spring were corroded. The insulin pump was replaced and the customer returned the product for analysis.